Event description:
A (B)(6) pt transferred from another hospital in evening of 2015 due to 5-fluorouracil overdose. Pt received a new cadd pump with 4500mg on 5-fu in 2015 from an outpatient oncology center. Pt's nurse realized dose is wrong, it's supposed to be infused over 46 hrs, yet it was infused a bit over 2 hrs. Pt got admitted to a hospital, then that evening pt got transferred to our facility. Pt began experiencing side effects (decrease plts counts, myelosuppression, mucositis, gi side effects) in 2 days. Now on the 11th day pt improved and got discharged from the hospital. Pt counseling provided: unk. Pt's age: adult (18-64 years). (B)(6).